Event description:
On (B)(6) 2013, it was reported to defibtech that during a (B)(6) 2013 rescue attempt with a defibtech ddu-100 AED, the AED was attached to the pt but it did not analyze the pt. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Conclusion: defibtech has requested the customer to return the AED and defibrillation electrodes to aide in the investigation. To date, neither the device nor the defibrillation electrodes have been rec'd. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should add'l info become available, a f/u report will be submitted.